Event description:
Pt was experiencing jolts with present leads. Upon placement of new leads, pt no longer experienced jolts. Device was replace to prevent possibility of injury resulting from jolt which was diverting attention from daily activity.